Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported the patient had ventricular tachycardia, which was refractory to medical therapy. The patient was taken to the cardiac catheterization laboratory for ablation. Following the patient's development of a cardiac tamponade, care was withdrawn per family's request and the patient expired. The site returned all of the reported devices to the manufacturer for evaluation except for the outflow graft and the lvad pump. All of the returned devices passed visual examination and functional testing. Controller log file analysis was inconclusive and did not confirm the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Pericardial tamponade is a known potential clinical adverse event associated with vads as outlined in the IFU. Based on available information, a possible root cause of the reported event is attributed to the patient's complex medical history and comorbidity. There is no evidence to suggest that a device malfunction caused or contributed to the reported events. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU):adverse events that may be associated with the use of ventricular assist devices, other than death, include device thrombosis and worsening heart failure. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Event description:
Approximately twenty three days after hvad implantation the patient had ventricular tachycardia which was refractory to medical therapy. The patient was taken to the cardiac catheterization laboratory for ablation. The patient developed cardiac tamponade. Family did not want the patient to return to the operating room, care was withdrawn and the patient expired. The therapeutic team did not report a causal relationship of the device to the reported event. The device will not be returned to heartware for evaluation as it remained implanted post mortem. Investigation is ongoing.